Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following completion of treatment to the left pulmonary veins a bsc starter guidewire became stuck in a farawave catheter. The catheter was deployed and undeployed without resolving the issue. The catheter and guidewire were removed from the patient and replaced with similar devices. No guidewire was not able to be removed from the catheter. No other catheter issues were observed. No tissue was seen on the distal end of the guidewire or catheter. The procedure was completed, and no patient complications were reported. The devices were disposed and are not expected to return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.